Event description:
The international distributor (B)(6) reported an issue encountered by their customer with the mps delivery set during priming. The report stated they observed a leak from backside of the three-way stopcock of the arrest cassette. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Evaluation of the complaint sample under simulated use confirmed the stopcock leaked on the arrest side after about 12 minutes. A scar has already been issued to the supplier for the issue.